Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous mid left anterior descending artery. After performing plain old balloon angioplasty, a 2.50 x 16 mm promus element plus drug eluting stent was advanced to the lesion but was unable to cross, even after the physician applied additional pressure. The device was removed from the patient and upon removal it was noticed that the stent was lifted. The stent was retrieved intact. Procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).